Manufacturer narrative:
The field service engineer (fse) replaced the pinch valves and pinch tubing. Instrument performance testing passed. The service actions resolved the issue.

Event description:
We received an allegation about discrepant results for 8 patients tested with vitamin b12 (b12) and folate (fol) assays on cobas e 801 analytical unit. The following results were provided: sample 1 (patient 1): b12- 1st result: 1011 pmol/l, 2nd result: 313 pmol/l, 3rd result: 337 pmol/l. Sample 2 (patient 2): b12- 1st result: 291 pmol/l, 2nd result: 100 pmol/l, 3rd result: 129 pmol/l. Sample 4 (patient 3): fol- 1st result: 3.7 ng/ml, 2nd result: 6.12 ng/ml, 3rd result: 4.0 ng/ml . Sample 5 (patient 4): b12- 1st result: 583 pmol/l, 2nd result: 363 pmol/l, 3rd result: 367 pmol/l . Sample 6 (patient 5): b12- 1st result: 424 pmol/l, 2nd result: 314 pmol/l, 3rd result: 412 pmol/l, 4th result: 415 pmol/l, 5th result: 412 pmol/l. Fol- 1st result: 3.43 ng/ml, 2nd result: 5.6 ng/ml, 3rd result: 5.59 ng/ml. Sample 7 (patient 6): b12- 1st result < signal, 2nd result: 177 pmol/l. Sample 8 (patient 7): b12- 1st result: 497 pmol/l, 2nd result: 389 pmol/l, 3rd result: 382 pmol/l. Sample 9 (patient 8): b12- 2nd result: 660 pmol/l , 3rd result: 250 pmol/l, 4th result: 240 pmol/l, 5th result: 241 pmol/l. Fol- 1st result: 14.7 ng/ml, 2nd result: 9.25 ng/ml, 3rd result: 9.07 ng/ml. The b12 reagent lot numbers were 66507300 and 69549400. The expiration date was not provided. The fol reagent lot number 65768400. The expiration date was not provided.

Manufacturer narrative:
An abnormal low signal alarm was observed on the date of event. Investigation is ongoing.